Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that the customer went to emergency room and then was admitted to intensive care unit due to diabetes ketoacidosis on saturday. The customer's blood glucose level was 573 mg/dl. The customer was not on automode.. The customer had symptoms of vomiting. The customer declined the high blood glucose troubleshooting. The device will not be returned for the analysis.